Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the patient's wife that the patient developed an infection outside of the tube. He is on antibiotics and the tube is still in place. The patient is due to be seen by the nurse to change out the water. The tube was given to the patient by a dietitian. No other injuries to the patient. Per additional information received 2019-11-19, the patient's current condition is unknown. The lot number of the device is unknown.